Event description:
An arthrex screwdriver attachment broke during the procedure. When replaced, the second arthrex attachment broke. The 2mm end of the second attachment was left in the patient; risk of removal was greater than leaving the broken piece in the patient.